Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter device was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however it would not inflate. Reportedly, the balloon was inspected and a small hole was noted. The procedure was completed with another uromax ultra dilatation balloon catheter device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block b5 and h6 additional information: block b5 block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter device was used in the ureter during a ureteroscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the balloon was attempted to be inflated; however it would not inflate. Reportedly, the balloon was inspected and a small hole was noted. The procedure was completed with another uromax ultra dilatation balloon catheter device. There were no patient complications reported as a result of this event. **additional information received on (B)(6)2020** according to the complainant, during the procedure, the balloon burst while inflating to 17 atm.